Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited noise that was oversensed. This resulted in pacing inhibition which lead to greater than two seconds of asystole. Additional information indicated that this device was reprogrammed and sensing was decreased. The patient will continue to be monitored. This device remains in service. No adverse patient effects were reported.